Manufacturer narrative:
Date of event is estimated . During processing of this complaint, attempts were made to obtain complete patient information. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported the patient did not recharge the ipg as recommended. As such, the ipg became inoperable. In turn, the patient underwent surgical intervention wherein the device was explanted and replaced.

Manufacturer narrative:
Correction: section h6 - results code should have been 213 rather than 115. Correction: section h6 - conclusion code should have been 67 rather than 18.

Manufacturer narrative:
Correction: additional information found - date of event should have been (B)(6) 2016 rather than (B)(6) 2020 . Correction: patient code should have been (B)(4), device code should have been (B)(4). The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-21240, 1627487-2020-21241, 1627487-2020-21244, 1627487-2020-21245. Additional information found the patient experienced an infection at the ipg and lead site. Surgical intervention took place wherein the scs system was explanted to address the issue.